Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 2.0 mg/ml dilaudid at .5001 mg/day and 1.0 mg/ml bupivacaine at .2500 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had an infection around the pump pocket and the patient was in pain. The pump never healed since implant and it seemed like it got worse and was not healing. The patient was oozing fluid where the pump was installed and then pus would come out. Additionally, it was stated that the patient did not feel well. No infection was confirmed as they had not been able to get an appointment with the doctor and neurosurgeon for a month. It was noted the healthcare professional (hcp) did not refill the pump because of what wasgoing on. The hcp only turned the medication down so the patient would not run out of medication in the pump. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The pump was explanted on (B)(6) 2018 and it was unknown whether the device was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was not sure what circumstances led to the infection. The pump was subsequently removed. No further issues were reported or anticipated.